Manufacturer narrative:
On 4-oct-2016, a medtronic representative went to the site to test the equipment and found that, when booting the mobile view station (mvs) computer, sometimes no images displayed on the screen. The mvs computer and monitor were replaced. On 5-oct-2016, the medtronic representative went back to the site to re-test the equipment. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that the imaging system's monitor was blank. No patient was present during this event, so no patient demographics are applicable.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The operating system and application booted and both patient data removal and virus scan were performed. Time/date check (cmos) was good. The tester installed the computer in a test imaging system and both the computer and video functionality were as expected. Communication, 2d and 3d imaging, as well as store and recall were successful. No functional problem was found. Visual inspection did find some minor physical damage with spacers below cd drive having broken tabs and therefore not seated properly. The reported event could not be duplicated by medtronic personnel. The monitor was also returned to the manufacturer for analysis. The tester installed the monitor onto test system. The tester cycled the system with monitor on and off several times and ran on test system for several days without issue. The monitor had scratches on the top and rear of monitor, but no scratches on screen. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.